Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the device powered off without user input, which was reproduced. The cause was determined to be a seized motor. The motor assembly was replaced.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device powered off without user input. There was no patient involvement.